Manufacturer narrative:
The customer was provided with a replacement reagent. The root cause is unknown. Per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the customer received a coulter act diff pak reagent that was leaking from the cap. The customer was not wearing any personal protective equipment (ppe) upon the time received. Some of the fluid was spilled on the customer's foot. There was no affect to the exposed area. There was no exposure to open lesion or mucus membranes. No one sought medical attention.